Event description:
Chair is driving straight then suddenly veers off to the right. Paul was able to hold joystick straight and chair started turning around and around very fast . Chair will stop moving if let go of the joystick.